Event description:
It was reported that the pt experienced shocking sensations at the pocket site when measuring impedances or attempting to make programming changes. She had no stimulation sensation and all impedances were greater than 4,000 ohms. The physician felt that the lead may not have been fully inserted into the ipg. A revision surgery was planned. Further info being requested from the hcp.